Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds one of the posts is broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the springs on the end of the spacer base were damaged and wouldn¿t hold the shim. No surgical delay.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds one of the posts is broken. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.